Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was feeling stimulation on a non target area due to lead migration. The patient underwent a lead revision procedure wherein the lead was anchored more securely.